Manufacturer narrative:
The technician found the siderail missing the lower pivot bolt. The technician replaced the siderail lower pivot bolt to resolve the issue.

Event description:
Technician alleged that the siderail could not latch. No pt impact.